Event description:
It was reported that air was noted. During a procedure, a faradrive steerable sheath was selected for use. No abnormalities noted during preparation. During procedure, upon insertion of the catheter into the sheath air was continuously aspirated. Infusion pump was used; the manufacturer could not be confirmed. Flow rate 20ml/hr. The faradrive was therefore replaced as it was thought that air is being drawn in through the hemostasis valve. No patient complications were reported. No air was noted in the patient. The device is not expected to be returned since it was discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.